Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that the sensor caused bruising on the abdomen. Customer also reported receiving lost sensor alerts and no delivery alarms. Blood glucose level was not provided. No further information was provided.